Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles. The device was filled with an unspecified amount of ceftriaxone. The particulate matter was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted a white floating particle in the device. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.